Event description:
It was reported that, during a lithotripsy procedure, the laser did not emit energy. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis found that the fiber was degraded. Additionally, a fracture was identified in the subminiature a (sma) connector. Media files provided by the customer indicate that the fiber was not firing. A fracture within the sma connector could be the result of reprocessing or could occur during procedural handling. A fracture in this area can result in an insufficient aiming beam and low laser energy output. The device instructions for use (IFU) instruct the user to carefully inspect the fiber for kinks, punctures, fractures or other damage and, if the fiber appears damaged, do not use the device but, instead, return it for replacement. Analysis confirmed the reported clinical observations.